Event description:
It was reported by customer, cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had troubleshot this alarm by pressing the start button, which did not resolve the alarm. Customer reported the alarm happened approximately 3 minutes prior to calling personnel. The customer denied any other alarms prior to the autofill failure alarm. They verified there was no blood, discoloration or flakes in the helium and that all connections were secured. Personnel recommended replacing the pump with another cardiosave. The customer was instructed on stops to replace the pump, including invoking a calibration. All steps were completed successfully and the autofill failure alarm resolved. The customer reported all waveforms and blood pressure indices were appropriate and personnel asked the customer to put a note on the pump and send it to biomed.